Manufacturer narrative:
Updated block: h6. The service repair technician (srt) duplicated the reported complaint. Upon trying to boot up the central control monitor (ccm), the unit booted up with a black screen, but the internal component did power on. The srt rebooted the ccm and the issue remained. The power supply, local area network interface (lan/if) and coin cell battery voltage was checked and were found to all be within specification. It was determined that the display was defective and beyond economical repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) found the ccm was working upon arrival. The fsr replaced the coin cell battery as it was due for replacement. After the coin cell battery was replaced, the ccm display did not turn on. The fans were audibly running and the blue light on the internal board was glowing. The roller pump displayed a 'no system computer' message, and using an external keyboard to hit crtl-alt-delete, the issue remained. After turning the system off, the ccm did not turn on at all. The fans were not running and there were no lights on. The roller pump still had the 'no system computer' message displayed. The coin cell battery was replaced with a different new coin cell battery, and the issue remained. The coin cell battery was then installed into another ccm, and it functioned as intended. The external keyboard was also used on the other ccm and functioned as intended. The fsr plugged the original ccm into the network interface cable (nic) board on the other side of the base and the issue remained. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.